Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient complained of persistent pain/soreness, tenderness and swelling since the implant of the scs ipg. The patient stated the ipg site was sore to the touch and painful to lean against. She stated she had tried a lidocaine patch over the ipg site but it did not help. She notes no difference with the pain whether the therapy was on or off. The patient's physician ordered blood work and infection was ruled out. The next course of action was undetermined at this time.